Event description:
The customer reported that they thought the vasoseal vhd sheath had separated from its hub during deployment in 1999 and that they were unable to locate the sheath. The customer was instructed by datascope personnel to perform an x-ray or fluoroscopy of the groin to check for the sheath. Instead, an ultrasound was performed, which did not reveal the sheath. On 11/22/1999, datascope personnel contacted the hosp to check on the status of the pt and were told that the ultrasound performed had not revealed the sheath and the pt was discharged from the hosp. Datascope personnel contacted the pt's physician and suggested that it was necessary to perform an x-ray or fluoroscopy to check for the sheath. The physician was informed that an ultrasound may not reveal the presence of the sheath. The physician stated that he would contact the pt for an additional assessment of the groin. Later, datascope personnel was informed that the pt had complained of pain and was taken to surgey for removal of the sheath. No further info was available.